Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample or photo was not returned to bd for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the employee thought the safety device was engaged on a bd safety-lok¿ blood collection and infusion set with luer adapter (23 g x 0.75 in needle x 12 in tubing), but was needle stuck when placing item in biohazard bucket. Medical interventions provided.